Event description:
Paramedics responded to a person at a dialysis clinic described as in cardiac arrest. The patient was connected to the device with pacing/defibrillation/ECG electrodes and diagnosed as in ventricular fibrillation. According to the reporter, the device was charged twice but would not transfer energy to the patient. The basis for this opinion was not reported. The patient's rhythm deteriorated to asystole, ECG lead electrodes connected and external pacing administered for transit to the hospital emergency room. The patient was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the patient. The reporter based their opinion on the emergency room physcician's assessment of the patient's viability.